Manufacturer narrative:
Other, other text: corrected data: corrected data: corrected data: - product problem.

Event description:
It was reported that a smiths medical pump alarmed "no disposable pump won't run" alarm. 3 large air bubbles noted. Patient not affected. Pump settings: res vol 89.6, rate 2, given 12.4.